Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated she was receiving false low predicted alerts. Blood glucose was 452 mg/dl and sensor glucose reading was 122 mg/dl. The customer has not treating since she did not know which reading to trust. The customer explained that she had an incident where her meter read 400 mg/dl and she bolused but within an hour, her blood glucose went down to 53 mg/dl. The customer was advised to contact the meter company if in doubt of the meter functionally. She as also advised about the proper calibration process.